Manufacturer narrative:
As no samples were returned for evaluation, a root cause could not be determined. Device history record review was completed on the reported lot v3b093. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Cardinal health has made a business decision to close the site which manufactures product 11443-512b and transition to a third-party manufacturer. Cardinal health will continue to monitor and trend all reported product related issues for this product.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported while starting to prep our patient, a visiting nurse from another floor who was shadowing me for IV insertion training and was opening a warm compress. She popped the hot pack, and it squirted all over my face, hair, upper and lower body. The white material crystalized on my body, and I had to go wash it off and change my scrubs. There were no injuries, and the product was discarded.